Manufacturer narrative:
Requested but not provided. The device had been in use for approximately 6.5 years. On 05/10/2013 safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On 06/12/2013, the customer provided a signed acknowledgement of the notification

Event description:
During the patient procedure, the patient bit down on the glidescope video laryngoscope and the tip broke. The broken piece was removed. The procedure was successful with no patient impact.